Manufacturer narrative:
The device was not returned. Attempts to gather additional event details have been made. However, our attempts have been unsuccessful. Since the device was not returned, we are unable to perform further root cause analysis. All devices are 100% tested and all products are 100% inspected for damages and irregularities during manufacture. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that a hole was found approximately 10cm from the tip of the marathon microcatheter when it was used with a tenrou guidewire while the devices were approaching the target vessel. Contrast medium seemed to have been leaking from that hole. The devices were removed from the patient and flushed and it was confirmed that there was a hole at that section. The patient was undergoing embolization treatment of an arteriovenous fistula. The patient¿s vasculature was medium in tortuosity.